Manufacturer narrative:
(B)(4).

Event description:
A company representative reported that the patient's incision site was not healing. The patient developed an infection near the incision site. In an effort to reduce the risk of further infection into the pump pocket, the physician decided to explant the pump.